Event description:
The patient called alleging erratic results on their one touch verio pro meter. The patient had obtained a 6.8 and a 12.7 mmol/l within 20 minutes from one another. The patient denied seeking any medical attention or contacting their physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the readings are greater than 20%.

Manufacturer narrative:
Follow-up #1 (10/21/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the test strips involved with this complaint were tested and failed control solution. Results were found above the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.